Event description:
In 2002 marketing personnel at kinetikos medical received an inquiry from an end user physician asking what may have caused a broken bone screw in a wrist fusion system implant pt five months following its original implantation.